Event description:
Per the clinic, the device was explanted (B)(6) 2021 due to pain and electrode migration/incorrect placement. Additional information has been requested but has not been made available as of the date of this report.